Manufacturer narrative:
Analysis confirmed the reported observations. Upon receipt at (B)(4) laboratory visual inspection noted that the antenna on the communicator was bent. Additional analysis revealed that the communicator was locked in a hardware failure state as a result of an expired security certificate. Additionally, the power supply did not pass voltage testing. Upon plugging the power supply in, a whining noise was emitted and the voltage continually rose. The power supply was observed to have reached an excessive temperature during analysis testing and melting was observed on the power brick in the location where the cord enters the brick.

Event description:
Boston scientific received information that the screen on this communicator was not responding. Trouble shooting was unsuccessful and a replacement communicator was sent to the patient. No adverse patient effects were reported.